Manufacturer narrative:
Device inspection found foreign material on the forceps elevator. The inside of the light guide lens were found dirty. Furthermore , the following findings on the device upon inspection were noted below: sw (switch #1) has a pinhole, aw (air/water)-cylinder has discoloration, s-cylinder has discoloration grip has a scratch, control unit has a scratch, s-cover is deformed, switch box has a dent, due to deformation of el-connector guide pin, water tightness is lost, el (elevator)-connector has corrosion, lg (light guide)-cover glass is damaged, due to wear of k-wire, forceps elevator has a play, distal end has a burr, connecting tube has a buckling, adhesive around lg lens is peeled, adhesive around objective lens is peeled, investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During device return inspection for service, the device was found with foreign material on the forceps elevator. The inside of the light guide lens were dirty. There was no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported event of ¿forceps elevator has foreign material¿ was likely due to the following: a.) User¿s reprocessing around the forceps elevator after procedure was insufficient; b.) User did not reprocess the device immediately after procedure, and then, foreign material adhered to the forceps elevator were dried and solidified. Reported event of ¿inside of lg lens is dirty¿ was presumed to have been caused by the following a and b mechanisms: a. 1.) Because of physical stress resulted from user¿s handling, a minute gap was created in the glue around the lg lens; 2.) Stain, liquid or moisture attached to the lg lens or around the lg lens entered from the gap into the inside of the lg lens; b. 1.) Moisture entered from a leak into the device, and then, the inside of the lg lens corroded; 2.) Particles created by corrosion remained as dirt within the lg lens. The instruction manual identifies the following related verbiage: brushing methods around the forceps elevator are described in the following section of IFU (reprocessing manual): ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet.¿ ¿operation manual: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿reprocessing manual: 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.